Event description:
On (B)(6) 2012, it was reported that the pt changed her insulin cartridge and infusion set before bed and at that time her blood glucose level was 146 mg/dl. When she woke up on (B)(6) 2012, her blood glucose level elevated. She went to her diabetic specialist and her blood glucose level was 511 mg/dl and keton++. The diabetic counselor changed the insulin cartridge and infusion set and she noticed blood in the used infusion set. The pt's elevated blood glucose level was corrected with an insulin injection. The pt's blood glucose level lowered to 300 mg/dl and keton 0. The pt has problems with circulation and went to the hospital because of this problem. While at the hospital they detected blood in the infusion set. The diabetic counselor and the doctor think the infusion device does not deliver insulin with enough pressure. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.